Manufacturer narrative:
(B)(4). Foreign source(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial shoulder arthroplasty procedure the humeral bearing trial central peg snapped off while surgeon attempted to reduce joint. No adverse events have been reported as a result of the malfunction. No additional information is available.

Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture confirmed the post has fractured from the tray/bearing trial. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.